Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), the patient noted painful movement and a change in shape of the right clavicle. A plate osteosynthesis of the right clavicle was performed on (B)(6) 2022. Radiographic follow-up on (B)(6) 2022 showed a fracture of the osteosynthesis material. On (B)(6) 2022 a revision surgery was performed. This report involves one (1) lcp recopl 3.5 straight 7ho ti. This is report 1 of 1 for (B)(4)..

Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: part # 445.072s lot # l946308 release to warehouse date: 16 jun 2018 expiration date: 01 jun 2028 supplier: früh verpackungstechnik ag non-sterile part # 445.072 lot # l915008 release to warehouse date: 28 may 2018 manufacturer: raron a manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lcp recopl 3.5 straight 7ho ti was observed to have broken in two sections. The broken parts were received. Migration/backout/pull-out condition cannot be confirmed as x-ray/photo evidence was not provided. A dimensional inspection for the lcp recopl 3.5 straight 7ho ti was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp recopl 3.5 straight 7ho ti would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.